Manufacturer narrative:
Unique device identifier (UDI#): in the absence of a reported part number, the UDI cannot be calculated. The product was unable to be retrieved, as the current covid-19 situation prevents abbott representatives to gain access to the hospital/staff for product retrieval. If the product is returned in the future, product analysis will be performed at that time. A review of the lot history record and a review of the complaint history could not be conducted because the product was not returned for evaluation and the part and the lot number was not reported. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that when the xience sierra stent delivery system was being removed from the hoop, it was observed that the hoop was kinked. When the stent was removed, the stent was observed to be separated in two pieces. The device was not used and there was no patient involvement. No additional information can or will be provided.